Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.7, reference: 2.9, mean: 3.30, confidence limits: 1.9-4.6. Inratio: 3.8, reference: 2.9, mean: 3.35, confidence limits: 1.9-4.6. Inratio precision data provided by end-user: 1st inr: 3.7, 2nd inr: 3.8, mean: 3.75, sd: 0.07, %cv: 1.89. Analysis of customer's data revealed that all inratio versus reference and repeated inratio test result comparisons met accuracy and precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold (B)(4) was reached. From 08/19/2010 to 03/28/2011, there have been eight therapeutic and three normal donor sample tests performed. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the doctor's meter. Results as follows: date: (B)(6) 2011, inratio: 3.7, doctor's roche: 2.9. Inratio: 3.8, doctor's roche: 2.9. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.7, 3.8. Patient's therapeutic range: 2-3 inr.